Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the primary tha surgery with the cup, the stem and the head implants in question. After the surgery, it was confirmed that osteolysis suspected to be armd at the back of the cup on an unknown date. A revision surgery is planned on (B)(6) 2022. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Information was received, indicating that "it is noted, that the armd within the joint and around and behind the cup is suspected to be osteolysis. It is reasonable, to attribute the osteolysis to the metal on metal articulation of the metal head and metal liner. There is no noted, product deficiency related to the cup". Due to this, depuy synthes joint reconstruction considers, the device on this report to be not reportable, as there is no allegation of deficiency. Further updates will only be provided, if additional information is received, that changes the regulatory determination.